Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood flow stopped, and safety was activated while in hand. Blood then refluxed to go back into tubing near the needle shaft and blood started leaking after."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. The customer photo was evaluated and reveals a product with blood in the barrel of the device. Additionally, 30 retention samples from the bd inventory were subjected to a draw test to assess functionality of the device. All samples passed testing with no evidence of leakage or defects during draw. Furthermore, 30 retention samples were subjected to retraction lockout testing. All samples passed testing as there was no evidence of leakage during activation of the safety mechanism or after retraction of the device. Bd is able to confirm the customer¿s reported failure mode of leakage based on customer photo analysis however, no issues were observed with retention sample testing. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood flow stopped, and safety was activated while in hand. Blood then refluxed to go back into tubing near the needle shaft and blood started leaking after."